Event description:
The event is reported as: the customer alleges the needle is leaking while the doctor tried to identify the epidural space. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.